Manufacturer narrative:
(B)(4). The device was received for evaluation attached to a pre-filled, non-baxter syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the device was observed for flow issues while the syringe was manually depressed; the device was found to flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set was unable to be primed with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.